Event description:
It was reported that after switching rapid-acting insulin from humalog to fiasp while using the ilet system, the user experienced recurrent low glucose about one hour after meals despite announcing meals as smaller than usual, and confirmed ¿low¿ readings on both a glucometer and a libre 3 sensor; the user treated lows with an oral glucose beverage. Symptoms included hypoglycemia with associated confusion or disorientation, dizziness, and shaking or tremors. Outcomes included the need for unexpected medical intervention consisting of medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings and insufficient information regarding any device component, and no device problem was established. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.